Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument would not open all the way. The user was completing the procedure as planned with no further issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The stapler passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using blue 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state.

Event description:
Refer to h11 for follow-up information.